Event description:
Information was received from a consumer and a healthcare provider (hcp) via a company representative regarding a patient receiving fentanyl 2000 mcg/ml at 0.400 mg/day (max dose with ptm) via an implantable pump. The other medication the patient was taking at the time of the report was percocet. The patient reported that she experienced withdrawal symptoms 2 days after having an MRI. The environmental, external, or patient factors that may have led or contributed to the issue was that the patient¿s dog jumped on her, and she fell. An MRI was performed on (B)(6) 2022. The patient called the company representative, after the MRI, because she tried to give herself a bolus with her ptm (personal therapy manager) and an alarm was present. They read the technical logs and verified she was able to give herself a bolus dose and the alarm on the ptm resolved after re-syncing. The patient went to ER (emergency room) on (B)(6) 2022 due to return of pain and withdrawal symptoms. The patient was scheduled for dye study on (B)(6) 2022. The hcp was able to aspirate 3 ml of csf (cerebral spinal fluid) from the cap (catheter access port). He pushed dye and observed no breaking or kinking. The hcp also refilled the pump since the patient was scheduled the next day for a refill. Surgical intervention did not occur, and it was not planned. The issue was noted to be resolved at the time of the report, and it was indicated that the hcp had no further information regarding the event. Additional information was received on 25-may-2022 from the hcp via the company representative who reported that the alarm after the MRI was due to a motor stall. Thepump stalled on (B)(6) 2022 at 7:25 am and it recovered the same day at 7:55 am. Additional information was received on 24-jun-2022 from the company representative who indicated that the patient had a loss of therapy, and the pump and catheter were replaced. Additional information was received on 01-jul-2022 from the patient who reported that the pump did work at one point, however, it stopped. She stated that she ended up in the ER (emergency room) and went through withdrawals. She mentioned that her dog hit her, and she fell, and she had an MRI and they thought something happened in the MRI.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: analysis of the pump revealed no anomaly. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.